Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer opted for a backup insulin pump to ensure continuous insulin delivery and cts agreed to replace the malfunctioning pump. Cts confirmed shipping address and ensured the customer understood the procedures for putting the pump into storage mode and returning it via ups using the provided return box and label. Customer was informed about receiving a pump with updated software and acknowledged the necessary steps upon receiving the replacement pump.